Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 500cc saline prosthesis, catalog #3502500, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 500cc saline prosthesis. Post procedure, deflation was suspected based on flattening and tenderness of the breast. There is no information about an official diagnosis. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the surgical report on 4/18/2018. The final fill volume of the right replacement implant was 625ccs. The final volume of the left replacement implant was 500ccs. There were no complications reported with the replacement surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/28/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 500cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/7/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 3/27/2018. The final fill volume of the original prosthesis was 450ccs. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 500cc saline prostheses was performed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).